Event description:
A customer contacted beckman coulter, inc. (Bec) to report a coulter lh 750 hematology analyzer misreading sample ID (B)(4). 2. The barcode misread was caught before any results were reported out of the laboratory. The system's checksum digit was disabled. The patient barcode label and an example barcode were requested but not provided for investigation. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse was not able to reproduce the problem. As a precaution, the fse replaced the barcode assembly and barcode interface board. The fse ran the previous misread barcode which read correctly. The fse ran startup, latron, controls and retic. All passed and read correctly. Per labeling, risk of misidentification. Use of poor quality, dirty, improperly placed or damaged bar-code labels could keep the instrument from reading the bar-code labels. Ensure the bar-code labels are undamaged. Ensure the bar-code labels conform to the specifications provided in chapter 4 of the reference manual. Use of bar codes is an extremely accurate and effective method of positive patient identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification.